Event description:
A 2.8mm piton broke in half at some time after being inserted in patient shoulder. Revision surgery required.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.